Event description:
It was reported that sensing noise was observed on the right ventricular (rv) lead. Lead damage was suspected but was not confirmed. The patient was stable and will continue to be monitored; there were no adverse consequences.